Event description:
Product malfunction of ref 383518 bard nexiva closed IV catheter system 20g 1.75 in 1/1 x 45 mm. Used ultrasound to assist in placement of peripheral IV. During insertion of IV catheter, the plastic catheter split. Patient expressed feelings of pain and discomfort at that time. After withdrawing the IV from the unsuccessful IV placement attempt, this rn noted that the plastic catheter split apart from the needle during insertion. Pictures were taken but could not adequately capture the picture of the defect. Item discarded on site.